Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The customer did not provide the catalog number, but it was found by technical services doing a 2-year order history search which indicated that they had only ordered covid-19 assay catalog number 193-000. The required information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported unknown number of false positives with the ID now covid-19 2.0 assay performed on unknown date. Although requested, no additional patient information, including treatment and outcome, was provided.